Manufacturer narrative:
(B)(4). The customer reported through their philips account manager that the vm6 monitor was attached to a male child who died. The customer stated that the child was in a room with the door closed and the alarm volume (on the monitor) was set too low for the clinical staff to hear the alarms going off. The customer did not indicate or allege that the monitor malfunctioned or contributed to the pt death. The hospital biomedical engineer (biomed) increased the minimum alarm volume in the monitor's password-protected system admin menu. Per product labeling, the system administrator (of the monitor) can set a minimum alarm volume, which prevents the user from setting the volume below the specified level. The available info does not support that any malfunction of a philips device occurred and there is no allegation of such. This is being reported only because a philips device was in use on a pt who died. The available info indicates that there is no design, material, manufacturing, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported through their philips account manager that the vm6 monitor was attached to a male child who died.